Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the three therapy electrodes of the lifevest. The irritation was described as red and itchy. The patient's dermatologist provided a cream for the skin irritation. Follow-up indicated that the skin irritation was getting better. The patient also reported that the issue was from a drug change that he had been given.